Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient has a cartiva implant which is causing pain for several years. The patient consulted with physicians and has been advised to have a corrective procedure to remove the cartiva implant. The patient has scheduled the corrective procedure.